Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patients condition has improved. The physician¿s opinion on the cause of the adverse event is procedure and patient condition related. Patient details were reported as 87 year old male, weighing 56 kg. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) the patients age was incorrected reported as 73 years old in the 3500a initial medwatch report. The correct age is 87 years old.

Manufacturer narrative:
On 12/2/2020, additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30410056m number, and no non-conformances related to the complaint was found during the review. H6. Component code of ¿g07002¿ (appropriate term/code not available) was used to represent no findings available (c20) because device not returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure the patient¿s blood pressure decreased. Post procedure, cardiac tamponade was confirmed by body surface echocardiography. Pericardiocentesis was performed to drain the fluid (unknown amount) from the pericardial space. The fluid removed was arterial blood. Patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. The physician investigated the cause of the tamponade and found that there was a hematoma in the left atrium (la) posterior wall. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.